Manufacturer narrative:
H2) additional information received: it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Estimated 3d dose absorbed (patient): 12.5 msv to =25msv number of people exposed: 1 - patient total number of people in or unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4) , ubd: , UDI#: (B)(4).

Event description:
Medtronic received information regarding an imaging system being used during a cervical spinal fusion. It was reported that image acquisitions from the imaging system could not be transferred to the medtronic navigation system. It was reported that when using the handswitch on the viewing station of the imaging system to perform the image acquisition, the transfer to the medtronic navigation system failed. It was noted that the navigation system displayed an error message stating "transferred exam doesn't have registration information. Manual registration required." Troubleshooting found that multiple cables were used without resolution. Prior to the transfer attempt, the spin communication, patient tracker and imaging system tracker were noted to be green. The surgeon opted to complete the procedure without the use of the navigation system. It was noted there were two unused image acquisitions. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome.